Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were stopper pops off leading to leakage seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were stopper pops off leading to leakage seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. These photos were evaluated, showing the middle of the tube and the shelf pack; however, they did not display the customer's indicated failure mode. A total of 100 retained samples were visually inspected, confirming that the hemogard closure assembly was correctly assembled and placed on the tubes with no cocked stoppers found. Additionally, functional tests were conducted on 10 retained samples, all of which were within specification limits. No issues were identified with the hemogard closure assembly being loose or separating from the tube during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.